Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. As received the cable connecting the distribution node (dn) to the rear therapy electrode (te) was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt had a damaged cable.